Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b4: date of report. B5: event/problem description. F10: patient / device codes. G3: report source. G4: date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Update: 3/6/2014- medical records received. Patient was revised to address brown tinged fluid, black material at the trunnion and brown stained tissue suggestive of possible metallosis and osteolysis. The information received does not change the MDR decision. This complaint was updated on: 03/17/2014.

Event description:
Litigation papers received. Papers allege patient suffers from pain, physical injury, bodily impairment and high levels of toxic metal in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.